Event description:
A healthcare worker complained of burning sensation and skin discoloration on the hand while crushing a biological indicator vial from a completed cycle. The worker went to employee health and no medical treatment was received. The worker's symptoms resolved within one day.